Event description:
Pt complaining of "burn." They stated that they received blisters, itching and redness. They stated that they were sitting down and the wire came out of the electrode, they felt them with their hand and the electrodes had come off. They stated that they did not touch the white tag, but only the side of the electrodes. The gel had moved downwards from the electrodes.